Event description:
Drill bit broke during orif of left radius fracture s/p mva trauma. Surgeon determined retrieval of fragment would cause significant injury vs leaving it within the intramedullary canal. Secured with k-wire. Disclosure provided to pt's parents s/p surgery on (B)(6) 2019. FDA safety report ID# (B)(4).